Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited intermittent noise over the last nine years. Electromagnetic interference (emi) was suspected but not confirmed. Oversensing on the right ventricular (rv) lead channel caused the patient to receive inappropriate anti-tachycardia pacing (atp). Further investigation was planned to determine if there was a possible external cause to the noise. This device remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited intermittent noise over the last nine years. Electromagnetic interference (emi) was suspected but not confirmed. Oversensing on the right ventricular (rv) lead channel caused the patient to receive inappropriate anti-tachycardia pacing (atp). Further investigation was planned to determine if there was a possible external cause to the noise. This device remains in service at this time. No adverse patient effects were reported. Additional information was provided stating that the noise was due to electromagnetic interference (emi) from unrelated dermatology procedures. Further guidance was provided related to future procedures. Subsequently it was reported that this device has been explanted and replaced with a non-boston scientific device after being in-service for ten years with no allegations from the field. No adverse patient effects were reported.